Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that wake button was intermittently unresponsive. In addition, it was reported that the pump shutdown unexpectedly and resets unexpectedly. There was no reported impact tot he customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.